Event description:
It was reported that a 59 year old patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered from cardiac arrest which required code blue team assistance also extracorporeal membrane oxygenation. The patient¿s medical history is unknown. The patient did require hospitalization on the ICU. The procedure was aborted. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: product name: lasso¿ electrophysiology catheter, us catalog #: d7l1015rt, lot #: unknown; product name: webster cs catheter with ez-steer technology, us catalog #: bd710df282rts, lot #: unknown. (B)(4).